Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 132 and 230 millimeters (mm) from the terminal pin, 3 segments were returned, totaling a length of 630mm. Damage related to the explant procedure was noted. In addition, the rs- conductor coil is fractured approximately 407 mm from the tip of the lead. The proximal end of the fracture was noted approximately 430mm from the tip. A loose piece of fractured rs- coil is located inside the rs- lumen approximately 413 to 417mm from the tip. The suture sleeve tie down indents were located 450 and 457mm from the tip. According to analysis, it appears that the fracture was associated with the location of the suture sleeve tie down.

Event description:
The lead has been returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed high, out of range pace impedance measurements. The patient was to be seen in clinic at a future date. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this lead was explanted for an unknown product performance issue. The local field representative was unaware of what the product performance issue was. A request for the return of the lead was made. As of today, the lead has not yet been returned. There were no adverse patient effects reported.